Event description:
Ureteral stone was secured with segurabasket and removed. Ureter was avulsed - unable to assess if a mucosal disruption verses an avulsion of the entire ureter was present. One of the wires had broken off of the basket. The stone also had a sharp edge.